Event description:
Info received indicates the hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The tech cleaned the hi/low drive brake drum and spring assembly to repair the bed.